Event description:
It was reported that a one-link luer experienced a no flow. A couple hours after accessing the one-link site the radiology technician from the peripherally inserted central catheter team was unable to flush the luer. There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed upon completion of the investigation or if any additional details become available.

Manufacturer narrative:
(B)(4)